Event description:
It is reported that device was implanted in 2005. Pt underwent revision surgery in 2006, due to osteolysis.

Manufacturer narrative:
Evaluation summary - etching on inferior side is gone. A definitive cause cannot be determined. Evaluation - device exibits minimal pitting to articulating surfaces. There are also striations on the inferior side. No catalog number or lot number was provided; therefore, the mfg records could not be reviewed.